Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet, while the dexcom mobile app continued to display glucose readings; pairing was restored after instructing the user to disable phone bluetooth, toggle the ilet cgm setting from g7 to g6 back to g7, restart the ilet, and reenter the sensor code, after which readings appeared on the ilet. Symptoms included transient hyperglycemia with a reported peak glucose of 210 mg/dl lasting about two hours without alerts for very high glucose, without ketone testing, and without need for assistance. Outcomes included no medical intervention, no hospitalization, and the user resumed normal device function and self-management. Investigation included customer care troubleshooting and user education. Investigation of this case revealed that the issue resolved after reconfiguration and restart, consistent with a pairing or communication disruption between the cgm and the ilet. It was concluded that the device functioned as expected after troubleshooting and that no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.